Event description:
It was reported that during a laparoscopic band procedure, the trocar was leaking. Another device was used and the case was completed. There was no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.